Event description:
During a lead revision, it was reported that the setscrew on this pacemaker was loose. Therefore, the device was explanted and a new reply pacemaker was implanted.

Event description:
During a lead revision, it was reported that the setscrew on this pacemaker was loose. Therefore, the device was explanted and a new reply pacemaker was implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.